Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. The reported patient effect of death is due to procedural circumstance/ operational context. The reported patient effects of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, impact and evolution of right ventricular dysfunction after successful mitraclip implantation in patients with functional mitral regurgitation.

Event description:
This is being filed to report the death. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article: impact and evolution of right ventricular dysfunction after successful mitraclip implantation in patients with functional mitral regurgitation. No additional information was provided.